Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.)¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The team placed the impella cp due to respiratory distress. The cp limb experienced signs of ischemia and so the team placed external fem-fem bypass. The patient remains on impella cp support on the date of this report.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia could not be determined as the device was not returned nor sufficient clinical details. The instructions for use referenced in the initial report is for the impella cp with smart assist system.